Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was a lec 1720 error while testing.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received in a good physical condition with a scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported event. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The capacitor was replaced to correct the problem.